Event description:
A hospital in (B)(6) reported that the manometer in an rd900 neopuff infant resuscitator was not functioning correctly. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint neopuff device was returned to fisher & paykel healthcare in (B)(4) for evaluation. It was visually inspected and performance tested. Results: visual inspection revealed no physical damage to the returned neopuff. Performance test revealed that the neopuff was within specification. During the inspection it was found that the maximum pressure relief valve was irregular when adjusted. Conclusion: we are unable to determine what may have caused the observed inconsistent operation of the maximum pressure relief valve. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. All neopuff units are visually inspected and performance tested prior to leaving the production line, and those that fail are rejected. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".